Manufacturer narrative:
Weight: unk. Ethnicity:unk. Race: unk. PMA/510k: this product is not marketed in the us (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and exchanged for a longer length lens on (B)(6) 2019 due to low vault and "suspensory ligament being very loose". This did not resolve the problem. Cause of the event is reported as patient's suspensory ligament being very loose. Reportedly, "the vault wasn't ideal after exchange surgery, the patient decided to remove the lens."

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# : (B)(4).